Manufacturer narrative:
Product event summary: the lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned. A fresh 14-52 gray stylet was inserted in the lead and came to an occlusion at 1.5 cm. The distal conductor is distorted at 1.5 cm in the connector leg from over rotation of the helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged, causing diminished sensing. During a revision procedure, insulation damage was also observed. The physician noted that it took an abnormal amount of turns to retract the helix, and the stylet would not advance through the lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.